Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that she was experiencing a blood glucose (bg) of 244 mg/dl while waiting to go into her doctor's appointment, so she bolused 5.3 units of insulin. When she was in her doctor's appointment, her bgs rose to 283 mg/dl and the pod alarmed.